Event description:
A report was received that the patient had developed an infection again post re-implant (MFR report #: 3006630150-2013-01286).

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient had developed an infection again post re-implant (MFR report #: 3006630150-2013-01286).

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional information was received that the infection was at the battery site. Symptoms included swelling and redness. The patient was administered medication and underwent an explant procedure. The physician believed that the infection was procedure related.